Manufacturer narrative:
(B)(4). Patient hospitalization began on (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed for potentially associated lot numbers h13f14029 and h13g12112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The treatment for the peritonitis was not reported. The cause of the peritonitis is unknown. At the time of this report the patient was recovering from this event. Additional information was requested and is not available. Report 1 of 4